Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
It was reported that revision surgery was performed due to screw loosening and pull out. On the patients left side, one set screw had backed out from its pedicle screw which remains in the patient. The very top level screw had pulled out of the pedicle. On the patient¿s right side, three hooks had migrated and were also pulled out from their original position. As a result of the pullout, the rods were visible under the patient¿s skin and had broken the skin. All rods, hooks, and 1 screw on the patient¿s left side were removed. Concomitant devices: expedium 4.5 ti open wide blade hook, 186152450 x 2; expedium 4.5 ti open hook off-set left, 1861-52-650l x 1; expedium 4.5 ss polyanxial screw, 1861-12-425 x 1; expedium rods, catalog number unknown x 2.

Manufacturer narrative:
It was reported on (B)(6) 2013: that dr. (B)(6) performed the initial surgery on patient (B)(6) on (B)(6) 2013. This patient was brought back to the operating room (or) on (B)(6) 2013 due to the implants in the thoracic spine pulling out. On the patient¿s left side, there were 2 thoracic screws placed during the initial surgery. The very top level screw had pulled out of the pedicle and the screw below it had the locking cap backed out. The screw which had the locking cap backed out and remained in the pedicle. On the patient¿s right side, there were three hooks placed during the original surgery on (B)(6). On (B)(6), all three hooks had migrated and were also pulled out completely from the original desired position. Due to the pull out, the rods were visible under the patient¿s skin and had even broken the skin. Dr. (B)(6) removed all rods, all hooks, and 1 screw on the patient¿s left side that had pulled out of the pedicle. Visual inspection on returned sample noted no defects or abnormalities. A review of the DHR acknowledged that no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. An evaluation by medical director was conducted and no conclusions were drawn. However, it was noted that based on the event description (in absence of x-rays or operative reports), they acknowledge that the patient has poor bone quality, which could be an explanation for why the screws pulled out. Being a non-fusion procedure would have less of an effect on the pullout at only one month from initial surgery (fusion takes at least several months to solidify). A review of the complaint trend analysis found no observed trends for issues of this nature. Root cause is undetermined. However, the noted event description and review with the medical director suggests that the implants in the thoracic spine most likely were pulling out due to a non-fusion procedure. Therefore, this complaint will be closed with no further action required.